Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump unexpectedly shutdown. Pump did not restart after it was plugged into a power source. Customer reverted to using manual injections for insulin therapy. Blood glucose was 354 mg/dl.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issues were identified.